Event description:
Ous MDR - after an implant duration of 68 months, it was reported that the patient received 4 inappropriate shocks. The patient was admitted to the hospital.

Manufacturer narrative:
We were informed this patient is (B)(6). Upon receipt, the lead was found dissected. 1 cm lead body is missing between both fragments. The analysis revealed multiple signs of abrasion along the lead body. In the distal part of the lead the insulation was found rubbed through. This can be considered as the root cause for the clinical observation mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Further damages occurred during the explantation procedure.